Event description:
Reportedly, on (B)(6) 2017, the patient implanted with the subject ICD came to emergency room complaining for inappropriate shocks. Several vf episodes showing oversensing were recorded in device memory, and the ICD delivered more than 50 shocks. As a lead fracture was suspected, all therapies were disabled and the patient was hospitalized. Preliminary analysis showed that the reported behavior most probably resulted from a lead issue or a lead/ICD connection issue at ventricular level. Recommendations (re-intervention) were sent on (B)(6) 2017. Reportedly, the ventricular lead and the ICD were explanted on (B)(6) 2017. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly on the subject ICD.

Event description:
Reportedly, on (B)(6) 2017, the patient implanted with the subject ICD came to emergency room complaining for inappropriate shocks. Several vf episodes showing oversensing were recorded in device memory, and the ICD delivered more than 50 shocks. As a lead fracture was suspected, all therapies were disabled and the patient was hospitalized. Preliminary analysis showed that the reported behavior most probably resulted from a lead issue or a lead/ICD connection issue at ventricular level. Recommendations (re-intervention) were sent on (B)(6) 2017. Reportedly, the ventricular lead and the ICD were explanted on (B)(6) 2017. The subject ICD will be returned for analysis.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, on (B)(6) 2017, the patient implanted with the subject ICD came to emergency room complaining for inappropriate shocks. Several vf episodes showing oversensing were recorded in device memory, and the ICD delivered more than 50 shocks. As a lead fracture was suspected, all therapies were disabled and the patient was hospitalized. Preliminary analysis showed that the reported behavior most probably resulted from a lead issue or a lead/ICD connection issue at ventricular level. Recommendations (re-intervention) were sent on (B)(6) 2017. Reportedly, the ventricular lead and the ICD were explanted on (B)(6) 2017. The subject ICD will be returned for analysis.